Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: e1, e2, e3. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided however not assessed as the crf records identified the event and the resolution. Crf records were reviewed by hcp and identified the following: 8-weeks post-op: early completion after good course with full consolidation follow-up appointment: pain, 1 screw too long with loosening hem (locking space) pseudoarthrosis revision: removal vcp screw, re-arthrodesis with competitor plate post revision follow-up appointment: completion of treatment after good course with full consolidation. Revision operative note was provided and reviewed by hcp and identified the following: patient reports a knife-like sensation under the toe, a screw is loose and palpable pseudarthrosis after arthrodesis of the metatarsophalangeal joint of the big toe, revision of pseudoarthrosis with excision of pseudarthrosis, iliac crest chip removal, interposition arthrodesis and osteosynthesis with 10°mtp fusion plate 2.8 final xray shows correct conditions and no screw protrusion removal vcp screw, re-arthrodesis with competitor plate a definitive root cause cannot be determined. The reported event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: switzerland it is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised approximately four months post implantation due to pain, loosening, and non-union. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.